Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open bowel resection procedure, while being applied to the colon, the device did not fire. Another loading unit was used to complete the case. There was no patient injury.